Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies or low battery alarms noted. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have received a low battery alert and then received a blank screen display. Customer's blood glucose was 529 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.